Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint. Testing was not performed as the potentially hiv contaminated extension sets were discarded to eliminate the risk of exposure. The root cause of this failure could not be identified.

Event description:
Unexpected return - "tubing separated from lipid filter during fluid change".

Event description:
The set was received as an unexpected return with an indication that the tubing separated from the lipid filter during fluid change. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed from a photo provided by the customer. The customer¿s photo was evaluated and the reported event that the tubing separated was observed to be from the tubing to the micron filter outlet port. The root cause of this failure could not be identified.

Event description:
The set was received as an unexpected return with an indication that the tubing separated from the lipid filter during fluid change. There was no report of patient harm.